Event description:
It was reported that the patient presented to the hospital for an unrelated reason, showing intermittent lead noise and non-sustained rv oversensing due to myopotential oversensing. Programming changes were recommended to resolve the oversensing issue. The patient was stable.